Event description:
The customer reported to customer service that the power for her breast pump started sparking. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed sparking from the exposed wires at the strain relief, but indicated that there was no fire, no flame, no melting, and no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the insulation at the strain relief was present which could result in sparking. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. A visual examination of the power supply revealed twisting from end to end with exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 60.0 ohms, which is normal and indicates that the thermal fuse did not blow.